Manufacturer narrative:
(B)(4). Additional information: the surgeon reported to the sales rep that the device sounded normal during firing, but he could only visibly see two rows of staples and did not think the third row was present on some of the staple lines. It was unknown if ecr or gst cartridges were used because the hospital still has some ecr stock that they are trying to deplete. The surgeon is questioning the value of the added buttressing and whether it is challenging the device (even though rep explained that the device is tested with and without buttressing). Additional information was requested and the following was obtained: if possible, please confirm whether the cartridges used were gst or ecr. I believe all were gst except for the gold, which was an ecr reload. The analysis found that the plee60a device was received in good visual condition and with six cartridges reloads present. The cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon stated that the device began to perform oddly after second firing. As the sleeve progressed, he became concerned about staple line integrity and chose to over sew the staple line with suture. Buttressing was utilized on all firings. Firing 1-2: black loads, firing 3-6: green loads, firing 7: gold load. There were no adverse consequences for the patient.